Manufacturer narrative:
It was reported that there was a hole in the tubing causing air in line. One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set primed with water and no leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: hole in the bottom of soft tubing part that goes into IV channel leaking fluid and pushing air into IV tubing replaced with new tubing.